Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: during investigation, there were pump reboots observed in the black box. The pump was able to power on properly. The pump was returned with no evidence of physical damage in or around the battery compartment. The battery cap was not returned. A test cap was able to fit for testing. The intermittent power was unable to be duplicated during investigation. The pump was exercised for 24 hours with no loss of power occurring. The pump was opened and there was no defect found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.